Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device, upon which the customer's reported issue could not be replicated. The device logs were reviewed, and they confirmed the presence of the alarms. Technical support (ts) advised the fse to replace the inspiration block as a precautionary measure. The removed inspiration block was returned to the failure analysis lab for further evaluation; however, they were unable to duplicate the reported alarms and found the inspiration block to be functioning as intended. Correction to section d1.

Event description:
Complainant reported device showed alarms; 300- device in failsafe, 316- failure to deliver therapy, and 545- valve out of specification. Complainant did not report patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.